Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "poor aspiration" (aspiration issue). The nurse reported poor aspiration with the phaco handpiece during surgery. The handpiece was switched out and the poor aspiration persisted. The surgery was completed with difficulty. The pt impact is unk. Additional info has been requested.